Event description:
The customer reported to olympus the gastrointestinal videoscope, image guide tube had buckling. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the foreign matter was clogging in nozzle and the foreign objects were attached to the plastic distal end. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: connecting tube has a buckling; nozzle has foreign objects; due to a pinhole on channel tube, water tightness is lost; connecting tube has a dent; connecting tube has a scratch; distal end has foreign objects; adhesive around light guide lens is peeled; light guide connector has corrosion; image guide protector is damaged; switch1 has a scratch; universal cord is sticky; universal cord has a wrinkle; due to a dent on channel tube, forceps cannot be inserted smoothly; light guide bundle is slipping down; scope cover is dirty due to water leakage; control unit is dirty due to water leakage; adhesive on bending section cover or distal sheath rubber has white-clouded area; adhesive on bending section cover or distal sheath rubber has a chip; bending section cover or distal sheath rubber has a scratch; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to damage, switch1 does not work; light guide connector is dirty due to water leakage; protector of the video cable section has a cut; light guide bundle is slipping down; the angle wires become stretched; the angle wires were stretched; and universal cord has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered or what the foreign material is. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. The endoscope was not presoaked in the detergent solution. The distal end was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle/channel was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual gif/cf-170 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf-170 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.